Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation.

Event description:
The patient's knee was revised because the tibial tray went into varus several months after post implantation.

Manufacturer narrative:
An event regarding subsidence involving a tritanium baseplate was reported. The event was not confirmed. Method & results: visual, dimensional and functional inspections were not performed as the reported product was not returned. Medical records were not provided for review. Device history review indicated the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of the event could not be determined due to insufficient provision of information. Further information such as: return of reported product, x-rays, operative reports as well as patient history and follow up notes are needed to complete the investigation to determine root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient's knee was revised because the tibial tray went into varus several months after post implantation.